Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Manufacturer narrative:
The screw was returned for evaluation. Macroscopic and optical examination did not reveal any material or functional issue with respect to the implant. Functional evaluation with two sample fa pedicle screws did not identify any issue with insertion or removal.

Event description:
It was reported that the patient underwent a posterior spinal fusion at t11- l2. It was reported that the set screw stripped while being tightened in the bone screw. The set screw and bone screw were removed and replaced. No patient complications were reported.